Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, a child patient's mother reported that six of the infusion set's tubing had detached from the site connector, and it happened about a week and a half ago. The site location was at the patient's abdomen and the infusion had been used for two days. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, they had no idea how it had happened, but cut was pretty sure it was not because of a bent / or kinked tubing. Currently, the patient's blood glucose level was 300 mg/dl. No further information available.